Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that at post-op appointment during impedance checks noticed electrodes 6 and 7 were >40k and electrode 5 had high impedances as well. Fortunately these electrodes were not needed for programming. No falls or anything of that nature reported by patient. The high impedance has not resolved. The patient is alive with no injury.